Event description:
It was reported that during loan kit inspection, by the loan kit technician it was identified that the device is damaged. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. During manufacturer's investigation of the returned device it was identified that the tip of the extract-instr f/tfna helical blade+scr was broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the extract-instr f/tfna helical blade+scr was broken, fracture surface was evaluated and no material issue was identified. The fragment was not received and no other issues were identified. A dimensional inspection for the extract-instr f/tfna helical blade+scr was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was unable to be performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the extract-instr f/tfna helical blade+scr would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition.additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: product code: 03.037.030. Lot number: 9667902. Release to warehouse date: 23. Dec. 2015. Manufacturing site: werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.